Event description:
A radiologist reported that after a biopsy and placement with a cel-u-gel marker, a surgical specimen taken from the patient's breast tissue showed a foreign body reaction. The reading pathologist stated that he could not make a clinical diagnosis. There was no reported patient adverse effect.